Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient¿s ins had not been functioning the same since her first reset. The patient could not remember the date. The patient had a second reset this weekend, however the patient stated the ins does not seem to keep the charge and it feels hot while charging. The patient confirmed the antenna is not the heat source but the stimulator. The patient verbalized understanding that the stimulator¿s function does change after each reset. The patient wanted a replacement. The patient stated she was in the hospital and did not have her recharging system, which was the reason for the first reset. The patient stated she was dealing with other medical issues not related to the stimulator which was the reason she did not charge her stimulator and had her second reset. Impedances were checked and were in range. The patient¿s stimulator was interrogated and reset date/time. The stimulator was at zero again. The ins was charged at the office. The stimulator charged normally with full bars. The patient agreed to charge to 100% and to watch charging level frequently. The patient was requesting a replacement and the clinic and representatives agreed a replacement was needed. The patient said she receives good therapy and relief when the stimulator is on. The patient had an appointment with their healthcare provider scheduled (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
A supplemental MDR will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) 2018-12-10. It was reported the ins will be replaced on (B)(6) 2018. At the time of this report, the device remains in place and is not being used by patient. The patient device will be returned after revision. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the ins was replaced with a new one. No further complications were reported or anticipated.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-08-13 10:05:47 cst pli# 10 product ID# 37714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. If information is provided in the future, a supplemental report will be issued.